Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The was able to confirm the issue of transducer fault and circuit disconnects in the events log. However, the fsr reporting being unable to duplicate the issue. The fsr ran the ventilator for ninety minutes with no notables errors reported. The fsr performed the user verification test, alarm checks, and additional testing with out errors. The fsr reported the device meets service specifications.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. The issue occurred during pretest setup and the alarms will not clear. The customer reported there is no patient involvement associated with the event.